Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the lead exhibited non-sustained rv oversensing due to intermittent loss of right ventricular capture. The patient was asymptomatic. Programming changes were made and the patient was stable after the event.